Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose was 128 mg/dl. The customer stated that the insulin pump deleted the basal rates, which were no longer in the insulin pump. The customer found that the basal rates had been erased by the nurse, was able to get the battery to turn the insulin pump on, set the time and date, and review that the bolus settings were still intact. The customer stated that the basal rates were still not present. She advised that she would call back for assistance with programming the device. She stated that she would not be wearing the insulin pump and had reverted to her back-up plan of manual injections.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.